Event description:
It was reported that the lead impedance and threshold have been slowly climbing since implant. The lead impedance was high at 2600ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.